Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intrathecal baclofen pt was very "floppy" and hypotonic. The physician advised that they stop the pump therapy. The pt did not want the pump removed. The physician had concerns regarding filling the pump with normal saline. The pump was programmed to 50 mcg/hour; that was the minimum they could set the baclofen delivery to. The physician was concerned with potential withdrawal if the baclofen was removed and replaced with normal saline. Additional info has been requested. A f/u report will be sent if additional info becomes available.